Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The year is the only known part of manufacture date. We have defaulted to the first of the year.

Event description:
It was reported the lancet protrudes beyond the end cap of the fastclix device. No adverse event reported. Return of the suspect device was requested for evaluation.

Manufacturer narrative:
The suspect product was changed from the lancet device to the lancet drum. The investigation showed that the lancet drum was manipulated by the user, causing damage which led to the reported malfunction. No failures were observed with the lancet device. The year is the only known part of manufacture date. We have defaulted to the first of the year.